Manufacturer narrative:
Investigation is ongoing. H3 other text : no information on disposition of explanted device.

Event description:
As reported by implant patient registry, approximately 14 days post-implantation of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the 26 mm sapien 3 ultra resilia valve was explanted. The reason for the explant is endocarditis.

Manufacturer narrative:
A supplemental MDR is being submitted for additional manufacturer narrative. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The device was not returned for evaluation. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Considering this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. In this particular case, it was reported by the structural heart team cardiovascular specialist that the reason for explant was endocarditis. However, despite multiple investigational attempts, it was not possible to obtain additional details regarding the endocarditis (e.g. Source of infection, blood culture results, etc) or valve explant procedure. With the limited information provided, the cause of the endocarditis remains unknown, but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.